Manufacturer narrative:
Physical analysis cannot be performed as the implant was not returned. Customer reported infection and pain.

Event description:
Pain, infection and swelling were reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was 1 to 5 years after prosthetic restoration. Osseointegration was achieved. Augmentation procedure was not performed at the time of surgery.